Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory brand name ; product ID 97745nt (serial: (B)(6) product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that their controller is blank/unresponsive. Patient reported they attempted to charge the controller a couple days ago, but it didn't charge and then the screen went off and they can't get it to come back on. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller does not power on. Patient confirmed the green light was lit on the power supply. Patient inspected the ac power supply and stated 2 of the pins were discolored. The issue was not resolved. A replacement ac power supply was sent out. No symptoms were reported.  Additional information was received from a patient (pt). It was reported that the new ac power cord didn't fix issue and screen won't come on. The patient took the battery out out during the call and plugged in ac power cord but screen wouldn't come on. When asked to check if light is on, on ac power plug- the line dropped. Tried to call pt back but got to voicemail. Left vm asking them to call back to continue troubleshooting. The pt then called back and said when controller got plugged in the new ac cord there was nothing on the screen without the battery pack. Pt repeated sometimes controller was charging and sometimes it would not. Pt mentioned they could tell they did not have therapy but was ok waiting for the replacement. A replacement controller was sent out.  Additional information was received from a patient (pt). It was reported that they received the controller replacement from repair but they sent their controller back with the li battery pack inside. A replacement battery pack was sent out. Additional information was received from a patient (pt). It was reported that they were having trouble with their unit, they got a new ac power supply and a controller. The patient said that their controller battery was not working somehow. Pt was getting searching for charger and it was not doing nothing, the pts controller was not recharging and now would not turn on. Pt got a new controller battery they said and they thought they sent the old controller battery back again. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on and said memory problem, pt set up the date and time. Pt put the battery back into the controller and verified the controller was charging. Pt got their controller unlocked and it said no device found. Pt attempted to recharge the ins and they got stuck on the screen checking the recharger. A replacement r echarger (rtm) was sent out.

Manufacturer narrative:
Product type programmer product ID 97745nt, serial# (B)(6). Analysis of the programmer, model 97745nt, s/n (B)(6) found no problem with device. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.